Manufacturer narrative:
The complaint was not confirmed. The returned pump was visually inspected and showed scratches at the top of the housing, no other physical damage on the unit was noticed. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. Tub set was not returned for evaluation. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered.

Event description:
It was reported that the pump has problems with the pressure sensor and begins pumping water, swelling the shoulders. The problem was noticed during reprocessing. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update, 09-mar-2021 -sac the problem was noticed during the surgery/ treatment. Update, 10-mar-2021 -sac received further information that the problem occurred during shoulder arthroscopy. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device used anyway. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update, 16-mar-2021 -sac received further information that the pump had been used to complete the procedure. There was no harm for patient. The pump had been reset and resumed normal operation. The tubing is not available to be returned, it had been discarded by the facility. No further information received.